Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error upon start up. Technical services (ts) explained the error message and had the client remove the battery, replace the battery, and turn on the epg again. The error message could not be duplicated. The epg was placed back in service. There was no patient involvement.